Event description:
Caller reported a malfunction on the pump, identified as malf 9. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. Customer was instructed to continue using the pump and to report any future malfunction codes.